Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system software and calibrations were reloaded by the inhouse biomed technician. The interconnect cable was also evaluated and identified as requiring replacement. The cable was ordered for replacement by the customer. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.